Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that during a patient with a 23mm sapien 3 valve, implanted in the aortic position for approximately 4 years, underwent a valve in valve procedure due to regurgitation. As reported, the patient had endocarditis, now cleared, which contributed to the s3 valve insufficiency. A 23mm sapien 3 ultra resilia was implanted successfully. There were no complications and the patient was sent to recovery.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint unknown regurgitation was unable to be confirmed as no imagery or medical report was provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation, endocarditis). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''patient with a 23mm s3 valve, implanted in the aortic position for approximately 4 years, underwent a valve in valve procedure due to regurgitation. As reported, the patient had endocarditis, now cleared, which contributed to the s3 valve insufficiency.'' In this case, patient had experienced endocarditis , and it was treated. Endocarditis can multiply and spreading across the inner lining of the heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/ leaflets, which could result in reducing the longevity of the valve, dysfunction of the valve, or valve regurgitation as reported. As such, available information suggests that patient factors (endocarditis) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.